Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had been hospitalized due to an elevated blood glucose level above 500 mg/dl and diabetic ketoacidosis. Customer was treated with IV fluids, insulin drip, and sugar water IV. It was determined the basal setting was too low with not enough timed settings entered. Customer had been using 19 u of long acting insulin, via injection, per day. The basal setting was set to 9 u for the day on the insulin pump. Additionally, the healthcare professional also changed the customer's infusion set type. Customer was released from hospital 2 days later. Customer is working with health care professional to adjust settings.